Event description:
Related manufacturer reference number: 2017865-2022-06780. It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular(rv) and right atrial(ra) lead exhibited noise and low pacing impedance. X-ray imaging showed that the ra and rv lead's insulation was breached. The leads were capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.